Event description:
It was reported that the right atrial (ra) lead exhibited high capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947m55 lead implanted: 2013 (B)(6); 429688 lead implanted: 2013 (B)(6). (B)(4).